Event description:
A customer reported that their freestyle flash blood glucose monitor was showing an error 4 message. The customer also observed the low battery and booklet icon displayed on the screen. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's meter has been returned and an investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.